Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the door not fully latched. The reported symptom was observed during power up and caused by a loose link screw. The link screws were replaced to correct this condition. See scanned page.

Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. Any patient injury or involvement is unknown.